Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
Approximate age of device: 4 years 10 months 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2018. According to the clinician, the cause of death is unknown and there was no information about the device working as expected. The device will not be returned for evaluation.